Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing noise. No intervention was performed. The patient was stable throughout.

Event description:
New information received on 8/31/18 indicated that the patient presented in clinic for follow up on 8/28/18. Lead extraction procedure was discussed. No intervention was performed. The patient was stable throughout.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented for lead revision procedure. The lead was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.